Event description:
It was reported that during procedure for the treatment of intracranial aneurysm, the physician found the positioning of the subject stent to be unsatisfactory when deploying half of the stent. Then the physician attempted to retract the stent for re-deployment, but encountered resistance during the retraction process, and the stent could not be retracted into the microcatheter. Subsequently, the physician retracted the stent and the microcatheter together into the intermediate catheter and removed them out of the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.